Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement, externalized conductors were observed on the right atrial lead. No electrical anomalies were detected. The lead was capped and replaced. The patient is in good condition.